Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 7/12/2021. H.6. Investigation: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1126771 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1126771. Retention samples from batch 1126771 were not available for inspection. Three photos were received for investigation. One photo shows the agar surface of an opened plate with a large bacterial colony. Another photo shows the bottom of an unopened sleeve with a bacterial growth visible in the bottom plate. The last photo shows the surface of an opened agar plate with bacterial growth next to a the bottom of an unopened sleeve with bacteria growth visible in the bottom plate. No plate print or product labels were visible in the photos for batch verification. Twenty plates from batch 1126771 also were returned as two unopened sleeves shipped in a box with paper padding (time stamps 1355 and 1526). Returned plates were inspected and 2/20 plates had surface bacterial growth. One of the affected plates was submitted to the ID lab and pseudomonas fluorescens was identified. This complaint can be confirmed. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. CAPA#3076308 has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination. H3 other text : see h.10.

Event description:
It was reported that while using 3 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) bacterial contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that customer reporting bacterial contamination in item 221261 - plate trypticase soy agar 5% sb - lot 1126771. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 3 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) bacterial contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that customer reporting bacterial contamination in item 221261 - plate trypticase soy agar 5% sb - lot 1126771."